Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they visited the emergency room and were hospitalized on (B)(6) 2020 at 10:00 am due to a high blood glucose of 361 mg/dl. The customer experienced symptoms related to high blood glucose such as beginning of diabetic ketoacidosis. The customer stated that they treated the high blood glucose with intravenous fluids. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was provided. Customer stated they found a bent cannula. The insulin pump will not be returned for analysis.